Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this device was later part of a system explant due to infection. Reference report 2124215-2017-15393.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a decrease in longevity and was thought to be nearing explant status two months post implant. Review of stored device memory noted no capture on the right ventricular (rv) epicardial lead and chronic high threshold measurements on the left ventricular (lv) epicardial lead. Boston scientific technical services (ts) discussed that the decrease in longevity is related to the chronic high lv threshold measurements with high output programming. Ts discussed that the estimated longevity remaining is 1.5 years based on the current programmed outputs. The patient was noted to be chronically infected and was not a candidate for surgery. The physician will continue monitoring and decide next steps when the device reaches elective replacement indicator (eri). This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.